Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, it was noted that both haptics were stuck to the optic. Additional info was received from the surgeon and the nurse who reported they have had four cases of haptic adhesion to optic. The nurse further clarified, that for this case, the surgeon was able to release the haptics by extra manipulation and by cutting the lens. This caused a prolongation of the surgery (unknown duration). The lens remains implanted. The surgeon indicated he was not certain of the effect on the pt's visual acuity, but he thinks that the lens will centrate without problems. Additional info has been requested. There are four medical device report associated with this event. This report is for the first case.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. No cartridge was returned for evaluation. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported complaint could not be determined. There has been one other similar complaint reported in the lot number. Additional info has been requested. (B)(4).